Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the returned samples were visually examined for attribute defects. No needle or suture defects were noted.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The needle broke during the surgery. The needle pieces were removed from the patient during the same procedure. There were no adverse patient consequences.